Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to melting and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Products: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, increased capture thresholds, and a possible fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.